Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 21" (53 cm) appx 5.4 ml, transfer set w/8 clave¿, 4 tri-connectors, back check valve, clamp (blue), vented cap where it was reported that one of the microclaves had fallen out. It appears that it was not bonded with solvent. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
A series of photos were shared by the customer, where the clave adaptor is observed separated from the trifurcated, no evidence of unintentional force applied was observed and no additional anomalies are observed in the photos. The complaint of separation can be confirmed based on the photos shared by the customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history lot review couldn't be performed due to the lot number for this complaint was unknown. Updated information in d9.